Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurement. Additional information from the field representative indicated that this rv lead had been fractured due to subclavian crush. This lead was then surgically abandoned and a new lead was inserted. The rv lead was no longer on service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.